Manufacturer narrative:
The manufacturer previously reported information receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During evaluation, the device's failing flow verification: negative flow. The device's system board, tubing filters and machine flow sensor were replaced to address the issue. The system board and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and machine flow sensor functioned as designed and operated without issue or error codes. Section h: evaluation results code grid, component code grid and conclusion code grid has been updated/corrected.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During evaluation, the device's failing flow verification: negative flow. The device's system board, tubing filters and machine flow sensor were replaced to address the issue.